Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an implantable neurostimulator (ins) implanted a couple of years prior to the report. After 3 months, the ins had to be removed because the patient had a reaction to the metal. The ins was trying to come out of their body. The patient believed the metal was the issue as their body rejected it. Since the patient had their device removed they were in pain. The patient was implanted for spinal pain as they had arthritis in their spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient had erosion of their ins, and the system was explanted. They noted that the patient was having an allergic reaction to the ins, as the patient is allergic to nickel. No further complications were reported.